Event description:
It was reported that the patient presented stating his inflatable penile prosthesis (ipp) device was uncomfortable and not rigid. He was not as satisfied with this device as he was with his previous device. During the revision surgery to replace the device, it was found that the corporotomies were not closed correctly leaving gaps which caused the feeling that his implant was unstable. It was also found that the implant was undersized and the tubing was too long. The ipp cylinders and pump, which measured 18cm long and had an added 3 cm rear tip extender (rte) attached, were explanted. A new ipp cylinders and pump, which measured 21cm long and had an additional 3 cm rte attached, were implanted. The reservoir was retained and attached to the new cylinders and pump. There were no further patient complications.